Manufacturer narrative:
The customer reported that the tubing would not flow, and returned one sample of material mz9267, lot 25055188. The set was infused with water from a 10 ml bd syringe, and the complaint was verified. There was no flow achieved in the set. On closer examination, there was signs of excess solvent in the tubing and male luer connection. The excess solvent creates a fluid path block and prevents flow. The manufacturing plant found the root cause for the occlusion to be related to incorrect assembly procedure when applying solvent to the tubing. The plant issued a quality alert on may 22nd, 2025 to communicate and reinforce the correct assembly procedure. In addition, the procedure was reviewed to ensure the proper functioning of the flow meters used during the production process, done may 29th, 2025. A device history record review was performed. There were no quality notifications issued for the failure mode reported by the customer during the production build of this set.

Manufacturer narrative:
H.3. If a device evaluation and/or device history review is completed, a supplemental report will be filed.

Event description:
It was reported that bd maxzero extension set was occluded. The following information was received by the initial reporter with the following verbatim. It was reported by customer that unable to flush 0.6ml IV extension tubing.